Manufacturer narrative:
(B)(4): date of manufacturer: october 21, 2015. A review of the device history record revealed no complaint related anomalies. The device history record shows this lot of plates was processed through the normal manufacturing and inspection operations with no non-conformances or rework noted. This order met all dimensional and visual criteria at the time of release with no issues documented during the manufacture that would contribute to this complaint condition. A review of the raw material device history record revealed this lot met all specifications at time of acceptance .no nonconforming reports were noted. The raw material met all dimensional and visual criteria at the time of release with no issues documented. The device was received, the investigation could not be completed, and no conclusion could be drawn, as product is entering the complaint system. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Manufacturing investigation evaluation: plate broke at the transition to the lateral extension. The relevant measurable dimension (plate thickness) of the broken lcp sup-clavic-pl was checked and found to be in compliance with the technical drawings and specifications. The examination of the raw-material testing certificate and the manufacturing papers showed no deviations regarding dimensions, material analysis, strength, and structural stability. The values were in compliance with specifications and international standards. The fracture face is homogenous, which indicates material conformity. The clavicula plate broke at the transition area to the lateral extension. There are some dents visible on the plate surface; these dents were caused by the bending instruments. No product fault could be detected. The lot in question was manufactured in october, 2015 according to the specifications. According to the given information, the plate broke during contouring; therefore, it can be concluded that the plate broke due to a mechanical overloading. Important note: titanium implants should never be bent backwards, notched, or scratched. Such manipulations can produce surface defects and/or concentrate stress in the core of the implant. This, in turn, may eventually cause the product to fail. A manufacturing related condition can be excluded. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device was used for treatment, not diagnosis. Patient information not available for reporting. (B)(4). Device was not implanted or explanted. Device is expected to be returned to synthes manufacturer for evaluation /investigation, but has yet to be received. Subject device has not been received. Without a lot number, the device history record review and the investigation could not be completed; no conclusion could be drawn, as no product was received. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes on an event in (B)(6) as follows: it was reported that during surgery the plate broke during bending. There was no prolongation. No information about patient condition received. There was no patient harm. The procedure was successfully completed. No fragments were left in the patient. This complaint involves 1 part. This report is 1 of 1 for (B)(4).